Event description:
This lead was explanted due to a fracture. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut 20 cm proximal to the lead tip. Only the distal lead fragment was returned and subjected to an extensive analysis. During the visual inspection the lead body was found squeezed and deformed approximately 20 cm proximal to the lead tip. In this area the insulation was damaged and the outer coil was fractured, consistent with the observation reported in the complaint description. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of clavicular first rib entrapment. The analysis did not reveal any sign of a material or manufacturing problem. Biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend.